Event description:
It was reported by the patient that during a transmission the remote monitor powered off and was not able to be powered back on, even with new batteries. The monitor had transmitted successfully in the past. It was suggested to the patient that the monitor be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.